Event description:
It was reported via repair work order that the siderail was not latching properly due to a pinched latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail was not latching properly due to a pinched latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the side rail was difficult to latch and unlatch. However, the side rail could still remain latched, and could still be unlatched if needed. The side rail had a jammed latch assembly, which would only result in the side rail being more difficult to latch, but would not impact the ability for the side rail to remain latched.